Event description:
Facility reported that pump did not infuse the correct amount. The pump was programmed in auto-ramp mode to infuse 2010 ml of tpn over a 12 hr period including 1 hr up and down ramps. The facility reported that after the programmed infusion was completed only about 1/4 of the desired amount was infused. The facility reported that there was no pt injury or medical intervention involved with this report. The facility was not willing to share details regarding the pt's age, weight, sex or a specific identifier.